Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine and fentanyl via an implantable pump for spinal pain indications for use. It was reported that the physician reached out for magnetic resonance imaging (MRI) guidelines. The physician reported that the patient was admitted to the hospital for four days ago for septic shock from unknown source. However, the physician did not know if pump might be infected. It was unknown at this time if symptoms were related to pump.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.